Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent removal surgery of one (1) variable angle (va) locking compression plate (lcp) distal humerus plate and four (4) va locking screws. The four locking screws were broken under their heads before removal. During surgery, the surgeon tried to remove the screws using removal instruments; three screws out of four were removed successfully but one remained in the patient¿s body. There was a surgical delay of 60 minutes. Patient consequence is unknown. The surgeon stated that the patient was active and well-built, and moved the affected site actively from the early stage after initial surgery; such condition might have caused a metal fatigue on the screws. Concomitant device: 2.7/3.5mm titanium (ti) va lcp distal humerus plate (part: 04.117.402s, lot: l317547, quantity:1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26mm. This is report 2 of 4 for (B)(4). This complaint captures the post-operative event. The intraoperative event of the single locking screw remaining in the patient¿s body is captured in (B)(4).

Manufacturer narrative:
A product investigation was conducted. Visual inspection: two broken locking screw heads and three threaded shaft were received for investigation. One of the screw head remains in the plate. Unfortunately, it is cannot be verified which head belongs to the threaded shaft. The shaft is broken at the neck and has strong traces of use around the breakage point on its surface and along of the threaded part. The strong damages at the thread were most probably caused during the removal. The stardrive of the screw heads are in a used condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: drawing/specification review could not be performed, as the lot numbers are unknown. Material review: the material review could not be performed, as the lot numbers are unknown. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the cause of this complaint. The condition of the screws and the usage signs, indicates that a mechanical overloading situation during screw removal could be the reason for the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.